Manufacturer narrative:
B5: upon follow up, it was reported that the antibiotic treatment was discontinued and was hospitalized for the event. The patient has recovered from the event and was stable. Pd therapy was discontinued and the patient is now on hemodialysis twice a week and has no plan for re-catheterization. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, ongoing) and meropenem injection (1gm, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Patient retraining on the proper aseptic technique was completed. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.